Manufacturer narrative:
Date of event is unknown; awareness date has been used for this. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. One representative batch was received by our quality team for evaluation. The returned sample was subjected to visual inspection and penetration testing. The sample passed the acceptance criteria, and no abnormality was observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the verbatim, the probable root cause for needle through the catheter could be due to the user partially withdrawing the needle from the catheter and upon reinsertion, the needle pierced through the catheter. The manufacturing process was reviewed. There is a 100% online automated vision inspection system that can detect and reject product not meeting the lie distance requirement. If the cannula pierced through the catheter in the manufacturing process, the defective part would be rejected by the automated vision inspection system as the product would not have any lie distance. Based on the verbatim, the difficult insertion could be due to a catheter peelback issue. The probable root cause could be due to user insertion technique, however, as no defective sample was returned, further investigation cannot be performed, and it is not possible to confirm how the product was used. Therefore, the root cause cannot be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd neoflon pro 26ga 0.6mm od 19mm l the needle pierced the catheter during use. There was no report of patient impact. The following information was provided by the initial reporter: issue was due to returning the needle back into to the cannula multiple times while searching for the vein, then needle would penetrate the cannula and they were unable to insert it.